Manufacturer narrative:
The patient was revised for loosening and alval. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible against the unknown product/lot code combinations. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised for loosening and alval.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Added: (lot/exp date), (patient/device).

Event description:
Update jun 26, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges unable to walk without a limp, limited in adls. After review of the medical records for MDR reportability, it was stated that the patient was revised to address loose femoral component. Revision note stated that there was 4cc of clear synovial fluid encountered, gross corrosion on trunnion, bore of the femoral head, and backside of metal liner, gross motion noted between the s-rom sleeve and femur, and femoral stem grossly loose. Complainant information and product information were updated. This complaint was updated on: jul 06, 2017.

Manufacturer narrative:
(B)(4). Added: patient.

Event description:
Ppf alleges elevated metal ions.